Event description:
It was reported that the patients ipg was not working properly as it does not hold a charge. The patient underwent an ipg replacement procedure and the patient was dong well postoperatively. The explanted ipg will not be returned.